Event description:
The external pulse generator was returned as a result of being dropped and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
General task review of service findings: change in reportability after review of analysis from not reportable to reportable. Initial report required and aware date will be reflected as the analysis completion (tsc) date. This is the initial individual regulatory report, therefore the aware date in gch will be the tsc date. Product event summary: analysis was unable to confirm that the generator had been dropped but did confirm the customer comment that the atrial output connector no longer securely fit its connection and it was attributed to having a pin broken off inside and therefore it was replaced. Analysis also found that the upper case was broken, the keyboard scratched and that the liquid crystal display was out of specification, it was missing pixels. (B)(4).